Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 455 mg/dl. The customer had symptoms such as nausea and fatigue and treated with the pump. The customer's current blood glucose was 310 mg/dl. The customer was advised to monitor the issue. The product was not returned for analysis.